Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver internal emergency battery was not working. The companion 2 driver was returned to syncardia for evaluation. The drive was connected to an a/c power source. Two external batteries were inserted and the driver was allowed to charge for two hours, which is sufficient time of fully charge the emergency battery. Testing using battery evaluation software confirmed that the internal emergency battery was faulty. The emergency battery was replaced. A charge/discharge test was performed on the new internal emergency battery prior to installation to confirm its functionality. The companion 2 driver was then serviced and passed all final performance testing.

Manufacturer narrative:
This failure mode poses a low risk to a pt, because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.